Event description:
It was reported that: the nurse observed a leak on the cvc between the proximal line and the luer hub. The leak was discovered because the patient presented hypotension despite giving noradrenaline. The noradrenaline was delivered on the medial line, until the cvc could be changed. Additional information: the patient experienced low blood pressure for a few minutes before it returned to normal.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the nurse observed a leak on the cvc between the proximal line and the luer hub. The leak was discovered because the patient presented hypotension despite giving noradrenaline. The noradrenaline was delivered on the medial line, until the cvc could be changed. Additional information: the patient experienced low blood pressure for a few minutes before it returned to normal.